Event description:
It was reported from the 4pav west unit that cisatracurium (nimbex) 100mg in ns 100ml infusion was programmed to run at 2.7ml/hr. The entire bag infused completely shortly after beginning the infusion. It was noted that the device had a channel disconnect error at change of shift when there was no medication infusing. When initiating nimbex drip, patient, medication, and pump were all scanned and the order was sent over to the pump as per policy and was verified and signed by a nurse. The nurse went into patient's room soon after and heard the pump alarming with channel disconnect error alarm outside the room. Alarm noted to stop while still inside the patient's room. Another nurse corrected the channel disconnect error while the primary nurse was in the room. When the primary nurse went to go pull medications and another nurse noted that the nimbex bag had run dry and was alarming. When the other nurse went to add volume on the pump, he saw it now said zosyn rather than nimbex. The last thing that had been running through this channel prior to the initiation of nimbex was zosyn which had been stopped prior by the night shift nurse. When trouble shooting what could have occurred which led the nimbex to get switched to run as zosyn (as it had previously been confirmed that the order was in fact sent over correctly when initiating the drip), the clinicians realized it most likely occurred during the channel disconnect which another nurse corrected for the primary nurse. When that nurse restored the infusion after the channel disconnect, it is believed that it restored back to the medication that was running prior to the drip (which was in fact zosyn during night shift) rather than the nimbex drip. The patient was assessed immediately who showed no changes and whose vitals remained at her baseline. Physicians and nurse manager were made aware. No new interventions were received from either provider other than to no longer run nimbex for the patient. A new pump and channel were used so that the old ones could be taken for further evaluation and correction of this malfunction. This event happened in humc 4 pav west. There was no harm/impact to patient.

Manufacturer narrative:
The report of an overinfusion was confirmed through review of the pcu event log. The pump module was last programmed to infuse piperacillin/tazo (zosyn) and not cisatracurium (nimbex) as was reported. Inspection: pump module (B)(6) was received with instrument seal missing. The right (male) iui and left (female) iui was observed with corrosion. The rear case was observed with impact damage. The lower hinge was observed cracked. The pivot latch screw was observed flush. The pivot latch spring, latch, and sear were observed to be third party parts (see appendix for photos). A review of the device error logs shows the four malfunctions that occurred during the reported event were all for pump module (B)(6) while the pump module was idle and after infusing at 200ml/hr. Test results: functional testing performed found the pump module to be delivering fluid within specification. Note: prior to rate accuracy testing, the pump displayed error code 242.4030 ¿ motor stall. The pump was disassembled, and a mounting tab was found broken off and stuck near the camshaft. It was removed and the pump passed rate accuracy. This is believed to have occurred after the reported event, since the pump module error log did not contain any 242.4030 errors on the day of the reported event. During sear functionality testing, pump kept displaying error code 211.2000. The display board and harness were replaced with known good parts and testing resumed. This is also believed to have occurred after the reported event, since the pump module error log did not contain any 211.2000 errors on the day of the reported event. Test method: 1503-001-029-r alaris system over infusion test method. The root cause of the reported overinfusion was confirmed as due to user programming. Device history review: a review of the device history record showed the device had a manufacture date of 21 january 2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported cisatracurium (nimbex) 100mg in ns 100ml infusion was programmed to run at 2.7ml/hr. The entire bag infused completely shortly after beginning the infusion. It was noted that the device had a channel disconnect error at change of shift when there was no medication infusing. When initiating nimbex drip, patient, medication, and pump were all scanned and the order was sent over to the pump as per policy and was verified and signed by a nurse. The nurse went into patient's room soon after and heard the pump alarming with channel disconnect error alarm outside the room. Alarm noted to stop while still inside the patient's room. Another nurse corrected the channel disconnect error while the primary nurse was in the room. When the primary nurse went to go pull medications and another nurse noted that the nimbex bag had run dry and was alarming. When the other nurse went to add volume on the pump, he saw it now said zosyn rather than nimbex. The last thing that had been running through this channel prior to the initiation of nimbex was zosyn which had been stopped prior by the night shift nurse. When trouble shooting what could have occurred which led the nimbex to get switched to run as zosyn (as it had previously been confirmed that the order was in fact sent over correctly when initiating the drip), the clinicians realized it most likely occurred during the channel disconnect which another nurse corrected for the primary nurse. When that nurse restored the infusion after the channel disconnect, it is believed that it restored back to the medication that was running prior to the drip (which was in fact zosyn during night shift) rather than the nimbex drip. The patient was assessed immediately who showed no changes and whose vitals remained at her baseline. Physicians and nurse manager were made aware. No new interventions were received from either provider other than to no longer run nimbex for the patient. A new pump and channel were used so that the old ones could be taken for further evaluation and correction of this malfunction. There was no harm/impact to patient.

Manufacturer narrative:
Revised event date and b5.

Event description:
It was reported from the 4pav west unit that cisatracurium (nimbex) 100mg in ns 100ml infusion was programmed to run at 2.7ml/hr. The entire bag infused completely shortly after beginning the infusion. It was noted that the device had a channel disconnect error at change of shift when there was no medication infusing. When initiating nimbex drip, patient, medication, and pump were all scanned and the order was sent over to the pump as per policy and was verified and signed by a nurse. The nurse went into patient's room soon after and heard the pump alarming with channel disconnect error alarm outside the room. Alarm noted to stop while still inside the patient's room. Another nurse corrected the channel disconnect error while the primary nurse was in the room. When the primary nurse went to go pull medications and another nurse noted that the nimbex bag had run dry and was alarming. When the other nurse went to add volume on the pump, he saw it now said zosyn rather than nimbex. The last thing that had been running through this channel prior to the initiation of nimbex was zosyn which had been stopped prior by the night shift nurse. When trouble shooting what could have occurred which led the nimbex to get switched to run as zosyn (as it had previously been confirmed that the order was in fact sent over correctly when initiating the drip), the clinicians realized it most likely occurred during the channel disconnect which another nurse corrected for the primary nurse. When that nurse restored the infusion after the channel disconnect, it is believed that it restored back to the medication that was running prior to the drip (which was in fact zosyn during night shift) rather than the nimbex drip. The patient was assessed immediately who showed no changes and whose vitals remained at her baseline. Physicians and nurse manager were made aware. No new interventions were received from either provider other than to no longer run nimbex for the patient. A new pump and channel were used so that the old ones could be taken for further evaluation and correction of this malfunction. This event happened in humc 4 pav west. There was no harm/impact to patient.